Manufacturer narrative:
Evaluation summary: sales representative confirmed on (B)(6) 2014 that the pt fractured their femur bone, not the implant. The implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation between the device and the adverse event.

Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2013. Both surgeries involved implantation of omnilife devices. The revision surgery was performed due to pt falling and fracturing femur. The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.